Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Air dermatome, serial number (B)(4), was manufactured on april 13, 2015, is over 1 year old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The 3 inch width plate had numerous nicks to the leading edge. The calibration was out of specification at the zero and 10 settings. The reported event ¿that the device was losing energy during a procedure and the thickness desired was not obtained¿ was unconfirmed since during the initial inspection when the device was tested it operated within motor speed specifications. However, it was noted that the device was outside calibration specifications at the zero and 10 thickness settings. While during the initial inspection it was noted that the device was outside calibration specifications at the zero and 10 thickness settings, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on october 18, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The 3 inch width plate had numerous nicks to the leading edge. Repair of the air dermatome was performed by zimmer biomet surgical on october 19, 2016 which included replacement of the 3 inch width plate, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device operated within motor speed specifications and was outside calibration and side to side specifications at the zero thickness setting. A follow-up medwatch will be submitted once the full investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device was losing energy during the procedure and thickness desired was not obtained. Additional information was received october 12, 2016 stating that this issue caused damage to the graft harvest. The dermatome was stated to have failed to harvest the graft with even thickness across the width selected. The blade was then replaced, thickness setting confirmed, replaced the plate to set the width, and a second graft was taken with the same result. However, this second graft was useable, while the first was not. There was no delay in the surgery and no alternate device was used.